Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to slow deflation during intercourse. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. A group of striations, indicating contact with unshod instrumentation, was noted on the lockout valve of the reservoir. This was a site of leakage. Based on examination, it was concluded that the observed separations in the cylinder 2 bladder would have allowed the reported slow deflation however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the unknown period in-vivo, the sequence of events leading to the observed separation cannot be determined. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument damage on the lockout valve of the reservoir occurred after the device packaging was opened. It was concluded that the damage most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.